Event description:
It was reported that the driver would not hold onto any implants during the procedure. The procedure was able to be completed using another device.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient ID not provided, patient weight not provided, lot number for device not provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The reported device was not returned for investigation. Since products have not been returned, visual/functional inspection could not be performed. However, the associated devices were returned and were tested with a like handpiece connector and functional testing verified the implants engaged and retained as intended with an in-house handpiece connector. A device history record (DHR) review could not be performed, as the lot numbers associated with the reported product are not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the screw dating back to 12 months. The complaint history review revealed that there are no existing non-conformance's/CAPA/hhe/d/ie/product holds for the reported product for similar events. Complainant reported that the driver would not hold onto any implants during the procedure. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.